Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the events of the intra-operative re-line of the first bifurcated stent graft due to a type 3b endoleak, and the type 2 endoleak from the left internal iliac artery. The event of the type 3b endoleak is most likely user and anatomy related due to the percutaneous transluminal angioplasty (pta) ballooning of the aorta where severe calcium was present at the bifurcation and the presence of severe aortic stenosis. The type 2 endoleak is anatomy related and is a non device related failure. The procedure related harms for this event could not be determined. The final patient status was reported as discharged home in stable condition post operative day five (5) following endovascular procedure. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2. Corrections: b5: describe event or problem has been updated. H6: device code: remove 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial procedure, the bifurcated device was post-dilated and the graft expanded quickly, which resulted in a fabric tear (type iiib endoleak). The physician elected to treat the patient by relining with an additional bifurcated device. The type iiib endoleak was confirmed resolved, but a possible type ii endoleak remained. As of date, there have been no additional patient sequelae reported. Additional information: the patient was discharged post operative day five (5) in stable condition following endovascular procedure.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx2.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 abdominal aortic aneurysm stent. During the initial procedure, the bifurcated device was post-dilated and the graft expanded quickly, which resulted in a fabric tear (type iiib endoleak). The physician elected to treat the patient by relining with an additional bifurcated device. The type iiib endoleak was confirmed resolved, but a possible type ii endoleak remained. As of date, there have been no additional patient sequelae reported.